Event description:
Patient had marked claudication of the right lower extremity with significant disease in the right superior femoral artery (sfa) by arterial vascular ultrasound.because of the claudication and medical management, he was brought for aortogram with runoff and possible angioplasty. Multiple runs were done at the mid to distal sfa lesion. They obtained good results, then ballooned with 5.0 x 40 balloon, but the balloon ruptured because of the significant calcification. They then took a chocolate balloon 5.0 x 40 mm across that sfa and then inflations were done that way. They obtained good results, and good flow. At this stage, the balloon was removed and then they introduced. The filter retriever and the basket was entered into the catheter. However, while pulling the catheter back, the basket seemed to have been in the sheath itself and sheared off the wire. So, the wires were removed and then they decided to remove the whole thing as a unit in order to avoid dislodging the vessel and filter, which appeared to have significant amount of calcified plaque in it, which almost was near occlusive. They removed it and as it was coming off the left femoral artery. It seems that two-thirds of the basket was outside the artery, but still one-third of it was stuck across the wall. So at this stage, the whole sheath was removed and they accessed the right femoral artery with the 5-french and put a 5-french sheath. Then they went to the rim catheter again from right to left and shot a picture of that. There was still well established good flow on the left leg, but again confirmed that the basket that was detached off the wire was one third inside the vessel and two-thirds outside the vessel. A vascular surgeon was called in for open retrieval of the fractured filter basket from the left femoral artery.